Event description:
The subject had of surgery for manipulation under anesthesia (mua) of the left knee.

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.